Manufacturer narrative:
(B)(4). Date of event: publication year of 2007. Batch # unk. This report is related to a journal article; therefore no product will be returned for analysis and the manufacturing records cannot be reviewed as the lot/batch number has not been provided.(B)(4).

Event description:
It was reported via literature entitled: stapled hemorrhoidopexy: a prospective study from pathology to clinical outcome authors: pierpaolo sileri, vito maria stolfi, giampiero palmieri, alessandra mele, alessandro falchetti, sara di carlo, achille lucio gaspari citation: j gastrointest surg (2007) 11:1662¿1668. Doi: 10.1007/s11605-007-0328-3. The authors report their experience with the technique and correlate pathological findings to short- and long-term clinical outcomes. Between january 2003 and april 2007, 94 symptomatic patients (56 male and 38 female; age range: 21-75 years) underwent hemorrhoidopexy in a day-surgery setting. The procedure was performed using the pph01 kit (ethicon). Reported complications included postoperative fever (>38°c) (n-5), postoperative pain at 1 week (n-48), postoperative pain at 1 month (n-20), postoperative pain at 3 months (n-11), postoperative pain at 1 year (n-3), bleeding at 1 week (n-26) and bleeding at 1 month (n-9) in which 3 patients were admitted, and a foley catheter was inserted into the anorectal canal to compress the bleeding vessels and 1 patient further required surgical revision, bleeding at 3 months (n-7), soiling at 1 week (n-23), soiling at 1 month (n-4), urgency at 1 week (n-12), urgency at 1 month (n-13), urgency at 3 months (n-3), transitory flatus incontinence (n-2), tenesmus (3), fissure (n-6) which were initially treated medically but 2 patients further underwent lateral internal sphincterotomy, severe chronic pain (n-3) which were treated medically with calcium channel blocker ointment and 1 patient further required anorectal exploration under anesthesia and removal of retained staples completely resolved the pain, mild internal anal sphincter hypertonia (n-1), symptomatic anorectal stenosis with urgency and frequency (n-2) which responded to anal dilatation with anal dilators, hemorrhoidal recurrence (n-7) in which 4 patients underwent further conventional hemorrhoidectomy (two closed and two open excision), hemorrhoidal thrombosis (n-1) which was treated medically, and skin tag (n-14). In conclusion, stapled hemorrhoidopexy is feasible and safe when performed as a day-surgery procedure for third-degree hemorrhoids. Because of the potential for specific technique-related complications, it should not be used for second-degree hemorrhoids, whereas for fourth degree hemorrhoids, conventional excision might be more effective, reducing the incidence of longer-term recurrence.